Event description:
It is reported that a customer called and stated that when they take a bolus their blood glucose spikes. The customer's blood glucose level was at 166 mg/dl. Their health care provider advised the customer to get a new insulin pump. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.